Manufacturer narrative:
The inflation device and packaging were returned to davol for evaluation. The outer box (carton) was not returned. The bottom seal of the inflation assembly pouch was found to be completely open. Visual examination found evidence of the heat transfer of material from the tyvek side of the pouch to the mylar barrier, indicating that the pouch had been sealed at the time of manufacture. As reported the problem was readily evident to the user and this condition would not go undetected. There is no way for us to determine at what point in time the seal breached. Based on our evaluation it would appear that the seal strength did not withstand whatever force(s) the product was exposed to during handling.

Event description:
The following was reported to davol. The contact reported that the doctor was going to use a ventralight st w/echo and when the box was opened the inflation device in the package had a fully opened seal. An inflation device from another ventralight st w/echo mesh package was used to complete the case. As reported the problem did not impact the patient and the condition of the device was clearly visable to the user. As a breach of sterility was reported an MDR is filed to document this event.